Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the resection of colon cancer surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Would not fire.